Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked component lcd keypad connector noted. Unit had cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners. The test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were hard to pushed, crack at battery compartment and reservoir compartment. No harm requiring medical intervention was reported. Customer stated that the reservoir was able to lock into place. The insulin pump will be returned for analysis.